Event description:
It was reported to boston scientific corporation that a rx needle knife was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during preparation of the device, the nurse noticed that the needle would not fully retract into the sheath. The procedure was completed with another rx needle knife. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
Visual evaluation of the returned device found that the needle was extended 2 mm out of the catheter tip upon receipt. The end of the cut wire presented a ball weld. The cut wire was bent and the tip of the device was split; the bent cut wire was caught in the extrusion split and could not be easily retracted. A functional evaluation in which the wire/needle was extended and retracted found that the wire was difficult to retract into the extrusion due to the bend in the wire. The needle extension out of the distal tip was measured and found to meet specification. Review and analysis of all available information indicated the most probable root cause for this event was "handling damage", since the issue was noted during preparation and outside the patient. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Manufacturer narrative:
The reported event: needle will not fully retract. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rx needle knife was used during an endoscopic retrograde cholangiopancreatography (ercp)procedure performed on (B)(6) 2012. According to the complainant, during preparation of the device, the nurse noticed that the needle would not fully retract into the sheath. The procedure was completed with another rx needle knife. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."